Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange was confirmed via analysis of the submitted log file. The submitted system controller event log file contained approximately 1 hour of relevant data ((B)(6) 2023 from 09:27:58 ¿ 10:59:37 per the timestamp). The driveline was connected to the controller for the first time on (B)(6) 2023 at 09:36:17. Upon connecting the driveline to the controller, the pump ramped up to low speed limit without any issues. The driveline was then disconnected on (B)(6) 2023 at 09:36:18 and remained disconnected for the remainder of the log file. No atypical alarms were observed while the driveline was connected. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information, including if a reason for the driveline disconnect was determined, if the patient was found with their driveline connected or disconnected, and if any products would be returned for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2023. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found minimally responsive and was taken to the emergency department (ed). Upon arrival to the ed the patient was noted to be diaphoretic with many low voltage alarms noticed on interrogation. The event log displayed multiple strings of low_power_advisory alarms while tethered on batteries; including power_cable_disconnect / low_power_hazard alarms on (B)(6) 2023 at ~10:40 am while tethered on batteries. It was later communicated that the controller history showed the driveline being connected at the time of the arrest. The event log captured that the controller was powered with batteries at (B)(6) 2023 @0927 with zeroes for the speed, flow, pi , and power. It also showed a fixed speed of 3000 rpm. The driveline was connected briefly @0936 for several seconds showing a motor speed of 4700 rpm with minimal pump power and minimal flow of 0.2 lpm then the driveline was disconnected. The data capture on the original controller started at 1013 which was after the controller would have been potentially exchanged. The pump was off for an unknown amount of time and the reason for exchanging the controllers was not known. It was reported that the patient was baseline, stable, and normal. Related MFR: 2916596-2023-06439, related MFR: 2916596-2023-06259.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.